Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has an infection at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Patient was also treated with IV and oral antibiotics to resolve the infection.